Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom device "became dark and started vibrating". No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded, there was no data within the investigation window. Functional testing was performed and it passed. An intermittent lcd display test was performed and it passed. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.